Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the user over dialed the dial out to the crooked arrow then the medicine started coming out. The user then took the pen apart and started over. The following information was provided by the initial reporter: pen malfunction: ¿I over dialed the pen and then I went ahead and dialed out to the crooked arrow then the medicine started coming out! Everybody was yelling at me! So I took the whole pen apart and started all over.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is sandoz. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the user over dialed the dial out to the crooked arrow then the medicine started coming out. The user then took the pen apart and started over. The following information was provided by the initial reporter: pen malfunction: ¿I over dialed the pen ands then I went ahead and dialed out to the crooked arrow then the medicine started coming out! Everybody was yelling at me! So I took the whole pen apart and started all over.